Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after the dissection was completed, the vasoview 6 evh system dissection tip was noticed to be cracked at the tip of the cone. There were no pt effects. The dissection was complete, so no replacement was needed. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(6) 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B)(4).